Manufacturer narrative:
The device has been received; evaluation yet to begin. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1117568 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review, the device will not be received at the device analysis laboratory. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v4.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl, and seroma.

Event description:
Healthcare professional reported patient was diagnosed with right side breast implant¿associated anaplastic large cell lymphoma. Physician later reported, 'effusion,' 'discomfort,' 'hemorrhage,' 'swelling', and "secondary to reactive inflammatory process". Pathological markers cd30 positive and alk negative have been received. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe since it is not related to the device. Lymphoma: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Bleeding: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device additional, changed, and/or corrected data: h.3; h.6.

Event description:
Healthcare professional reported patient was diagnosed with right side breast implant¿associated anaplastic large cell lymphoma. Physician later reported, 'effusion,' 'discomfort,' 'hemorrhage,' 'swelling', and "secondary to reactive inflammatory process". Pathological markers cd30 positive and alk negative have been received. The device has been explanted.